Event description:
It was reported that occlusion alarms occurred. The customers blood glucose level was 324 mg/dl. Customer resolved the issue by changing the infusion set and cartridge and then resumed insulin.